Manufacturer narrative:
One (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see section h.10.

Event description:
It was reported that the consumers omnitrope is "wearing out" and is making noises with a bd pen ii omnitrope¿ pen 5 1.5ml. The following information was provided by the initial reporter: consumer called to request a new injector device for her omnitrope as her own is "wearing out". She stated "it sounds like this gears are stripping inside". She does not have an exact date as to when this start but guesses about 5 months. She is still able to inject the medication. She did not have the device on her to provide lot and ndc, but believes it is the pen 5.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumers omnitrope is "wearing out" and is making noises with a bd pen ii omnitrope¿ pen 5 1.5ml. The following information was provided by the initial reporter: consumer called to request a new injector device for her omnitrope as her own is "wearing out". She stated "it sounds like this gears are stripping inside". She does not have an exact date as to when this start but guesses about 5 months. She is still able to inject the medication. She did not have the device on her to provide lot and ndc, but believes it is the pen 5.